Event description:
It was reported that although the pump module was set to infuse at 19units/kg/hr., it infused the 250ml bag of heparin over two (2) hours. There was patient involvement. Bd has learned additional information. It was reported that the infusion was programmed via device interoperability with barcode scanning. There were no other fluids reportedly running at the time heparin was infusing. Due to the event, the patient's aptt (partial thromboplastin time, activated) level was greater than 200. Due to the concern for patient developing blood clot (if a heparin reversal agent is to be administered), it was reportedly decided to not reverse the heparin overdose. The patient required ptt level checks every hour until it became normal. At 0743 (7 hours after dose), ptt reportedly returned to non-critical value (84.6). It was also reported that the patient was diagnosed with non-st-elevation myocardial infarction (nstemi) on (B)(6) 2023, and transferred to intensive care unit (ICU). The patient reportedly passed away on (B)(6) 2023. It was reported that the nurse staff "do not believe" that the heparin event is related to the death. The primary and secondary causes of death were "respiratory failure, pneumonia" according to the report. No autopsy was performed.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction: adverse type, describe event or problem, medical device serial #, initial reporter occupation, other occupation, report source, report source other, type of reportable events. Additional information : age at time of event, age unit, date of birth, sex, weight, weight unit, event attributed to, death?, date of death, other relevant history, if other specify, imdrf annex e and f codes and manufacturer narrative. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of heparin was not observed in a review of the logs or replicated during testing of the suspect pump module. Laboratory testing found the suspect pump module delivering fluids with no observed periods of unregulated flow. The customer provided an event date of 02 october 2023, and the time was not reported. On 02 october 2023 at 9:29 pm, the suspect pump module s/n (B)(6) was paused (heparin), the device alarmed for ¿safety clamp open/close door¿, the door was closed, the infusion was restarted, and was paused. Primary volume infused (pvi) was recorded as 529.1ml. At 9:32 pm, the pump module received/started a remote IV infusion for heparin (drug ID 478) dose of 20units/kg/h, a patient weight of 74.3kg, rate of 14.8ml/h, and vtbi 250ml. At 9:57 pm, the pump module received/started a remote IV infusion for heparin (drug ID 478), the dose was updated to 19units/kg/h, the rate was updated to 14.1ml/h and confirmed by the user. Pvi was recorded as 535.2ml. At 11:22 pm, the pump module alarmed for air in line, the door was opened, alarmed for ¿safety clamp open/close door¿ door twice, the door was opened, the door was closed, and the pump module was paused. Seven (7) minutes later the module was channeled off. Pvi was recorded as 555.28ml. It could not be determined why the heparin infusion programmed to infuse for approximately 17 hours was terminated after only infusing for one (1) hour and fifty (50) minutes for a calculated volume infused of 26.18ml. Pcu event logs can only reflect the inputted information it received, either manually or remotely, with respect to volume to be delivered. As such, it is not possible to determined what the actual volume is within an IV container at the start and ending of an infusion, from a review of the pcu event logs. Inspection of the suspect pump module and returned administration set did not observed any anomalies that would contribute to the reported complaint. A review of the pcu and pump module error logs showed no records associated during the reported timeframe. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that although the pump module was set to infuse at 19units/kg/hr., it infused the 250ml bag of heparin over two (2) hours. There was patient involvement. Bd has learned additional information. It was reported that the infusion was programmed via device interoperability with barcode scanning. There were no other fluids reportedly running at the time heparin was infusing. Due to the event, the patient's aptt (partial thromboplastin time, activated) level was greater than 200. Due to the concern for patient developing blood clot (if a heparin reversal agent is to be administered), it was reportedly decided to not reverse the heparin overdose. The patient required ptt level checks every hour until it became normal. At 0743 (7 hours after dose), ptt reportedly returned to non-critical value (84.6). It was also reported that the patient was diagnosed with non-st-elevation myocardial infarction (nstemi) on (B)(6), 2023, and transferred to intensive care unit (ICU). The patient reportedly passed away on (B)(6), 2023. It was reported that the nurse staff "do not believe" that the heparin event is related to the death. The primary and secondary causes of death were "respiratory failure, pneumonia" according to the report. No autopsy was performed.

Event description:
It was reported that the pump module had infused 250ml of heparin however it was intended to infuse at 19units/kg/hr. There was patient involvement, outcome was unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.